Event description:
The customer reported that the end of the endotracheal tube is occluded/closed. Date of incident and patient involvement are not known.

Event description:
Covidien received additional information from the customer stating that they had ordered the wrong product and that there was no malfunction. This was not a reportable event based on the new information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported that there was no product defect. They discovered that they had ordered the magil type endotracheal tubes instead of the murphy eye type endotracheal tubes. This complaint no longer meets the criteria for a MDR reportable event.

Manufacturer narrative:
There was no malfunction. (B)(4).